Event description:
It was reported that the patient with implantable cardioverter defibrillator (ICD) received four inappropriate anti-tachycardia pacing and six inappropriate shocks for what appears to be an atrial driven arrhythmia. It was also noted that therapy available for the event was exhausted. Boston scientific technical services (ts) recommended further review. This device remains in service. No additional adverse patient effects were reported.